Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke. After the cam lobes were symmetrically opened beyond 90 degrees, the doctor performed light tapping of the inserter, with the driver removed, to aid in deployment. As the spacer neared full deployment, the driver could no longer engage with it. Upon removal and examination, it was found that the teeth of the driver had sheared off. Fluoroscopy imaging was used to extract a visible fragment. A new kit was opened, and the physician attempted to engage the new driver with the spacer. However, this attempt was unsuccessful in un-deploying the cam lobes. During the procedure, it was suspected that an osteophyte was present on the superior spinous process, potentially contributing to resistance. The physician did not appear to use excessive force at any point during the procedure. The event did not occur during the application of the sagittal wiggle technique. Additionally, the implant was properly connected to the inserter, ensuring its secure placement. The device was not returned for analysis as it was retained by the medical facility.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in (B)(6) 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver broke. After the cam lobes were symmetrically opened beyond 90 degrees, the doctor performed light tapping of the inserter, with the driver removed, to aid in deployment. As the spacer neared full deployment, the driver could no longer engage with it. Upon removal and examination, it was found that the teeth of the driver had sheared off. Fluoroscopy imaging was used to extract a visible fragment. A new kit was opened, and the physician attempted to engage the new driver with the spacer. However, this attempt was unsuccessful in un-deploying the cam lobes. During the procedure, it was suspected that an osteophyte was present on the superior spinous process, potentially contributing to resistance. The physician did not appear to use excessive force at any point during the procedure. The event did not occur during the application of the sagittal wiggle technique. Additionally, the implant was properly connected to the inserter, ensuring its secure placement. The device was not returned for analysis as it was retained by the medical facility.